Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device received inappropriate shocks. It was also mentioned that the device exhausted therapy during the episode. The physician reviewed the episode and performed automatic optimization followed by a change in the sensing vector. An exercise test was also performed to evaluate sensing during high frequencies. The s-ICD remains in service. No additional adverse patient effects were reported.